Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required. A review of the ams 800 hazard analysis ((B)(4)) was completed. "Allergic reaction" is included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, "it is also important that the physician discusses with the patient the possibility of an allergic reaction to the materials in the device" is included in the patient counseling information section. Also there is no evidence that the device was used or handled improperly.

Event description:
It was reported that due to an allergic reaction the patient had his artificial urinary sphincter (aus) cuff and balloon removed. No additional patient complications were reported.